Event description:
It was reported that the xience v was used in the emergency treatment for a patient with a myocardial infarction. It was used in the chronically totally occluded left anterior descending (lad), which was both heavily calcified and tortuous. A xience v 2.5 x 18mm was implanted, but the distal part of the lesion still had no flow. A xience v 2.25 x 12mm was attempted to pass through the already implanted xience in the proximal part, but the second xience could not pass through the first one. It was attempted to be retracted, but it became stuck inside the first xience and dislodged. A cypher was implanted to compress the 2.25 x 12 xience, completely within the previously placed 2.5 x 18 xience. The patient is still in the critical care unit under observation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Distal to stent. The inability to cross a lesion/difficulty removing the sds can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, an interaction with a previously implanted stent, interactions with other devices, and accessory device support. Additionally, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at manufacturing, improper technique or handling during sheath removal and preparation for use, or interactions with accessory devices, patient anatomy or previously implanted stents. Although the return of the xience v sds may have aided in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. Additionally, the lesion was reported as heavily tortuous and heavily calcified, which likely contributed to the difficulty advancing/retracting the sds and subsequent stent dislodgement. In this case, the stent likely interacted with the heavily calcified lesion and/or the previously implanted stent during advancement/retraction as resistance was encountered such that the stent became disrupted on the balloon and dislodged. The reported foreign body in patient appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was compressed within the first xience v stent. It should be noted that the xience v instructions for use (IFU) states, when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint, the reported failure to advance, difficulty removing the sds and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency.